Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6 and h10. The user facility was contacted for additional information. However, no additional information was provided. Based on the results of the legal manufacturer's investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment. A design change was previously made to the op-amp circuit design of the patient board (printed circuit board). Since the subject device was manufactured prior to the design change, it is likely the scopes no longer produce images due to a failure of the op-amp circuit of the patient board.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals: there is cosmetic normal wear and tear on the device housing. The connector is loose. The user's report is confirmed and is found to be due to a faulty printed circuit board. The unit has outdated software. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported an evis exera iii video system was found to not be working properly. There was no patient impact related to this occurrence.